Manufacturer narrative:
The pump emitted occlusion alarms appropriately to warn the patient that insulin delivery was halted. The expired cartridges were the likely cause of the occlusions as the lubricant that allows for easy movement of the plunger is known to dry out after a certain amount of time. The IFU advises the patient to use only unexpired cartridges. There is no allegation that the pump or cartridge malfunctioned, but that the cartridges were used inappropriately after the expiration date. The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient experienced blood glucose that read "hi" on her blood glucose meter. The patient denied symptoms of severe hyperglycemia or ketones; she said that she was thirsty and urinating more frequently than usual. She said that she did not seek medical intervention. The patient stated that prior to the blood glucose elevation the pump emitted three occlusion alarms in less than 12 hours; she changed the cartridge and infusion set after the first occlusion alarm. It was discovered that she was using expired cartridges. The cartridge plunger met with resistance when she attempted to manually prime the tubing. A review of the pump history indicated that the pump alarmed appropriately when an occlusion occurred and that the patient heard the alarm. She re-primed the pump, but did not change the infusion set or cartridge after the second and third alarm. This complaint is being reported due to user error - the patient used expired cartridges.